Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 05oct2023. H6 investigation summary: samples were received and an investigation was performed. Embecta was able to duplicate or confirm the indicated issue. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
It was reported while using bd insulin syringes with bd ultra-fine¿ needle the needle broke. There was no report of patient impact. The following information was provided by the initial reporter: consumer voice message reported needles breaking off in insulin vial. Lot # catalog# date of event.

Event description:
It was reported while using bd insulin syringes with bd ultra-fine¿ needle the needle broke. There was no report of patient impact. The following information was provided by the initial reporter: consumer voice message reported needles breaking off in insuli vial. Lot #; catalog #; date of event.

Manufacturer narrative:
B3: date of event is unknown; awareness date has been used for this field. D4: medical device expiration date: unknown. H4: device manufacture date: unknown. H3: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.